Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the wiring/harness connector was broken. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no report of an adverse event, patient injury or medical intervention associated with this event. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "broken wiring/harness connector" was confirmed during product evaluation. The root cause of the reported problem was assigned to a damaged rear inverter harness. The rear inverter harness was replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.